Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead repositioning procedure as previously upon interrogation it was noted that the ra lead failed to capture due to dislodgement which was confirmed via x-ray imaging. During the procedure the ra lead lacked slack. As a resolution the ra lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. After cleaning the lead returned with the helix retracted and clogged with blood and tissue, the helix could be extended and retracted by applying torque to the connector pin. Visual and x-ray examination, electrical testing were normal with anomalies found.